Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler and puddled under the cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during dwell 3 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not complete peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.